Manufacturer narrative:
Aware date used as event date is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Approximately one month post implant procedure the patient was noted to have blood clots on the heart. No additional information is known.